Event description:
It was reported that the device locked up during pt use. The device was used for monitoring purposes, and the failure did not inhibit nor delay defibrillation therapy. Thus, the reported event had no adverse effect on the pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock-up failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory assembly and determined the root cause of malfunction to be a pcb-mounted jack connector, designator j3, on the system pcb. The connector had some loose contacts resulting in intermittent operation.